Event description:
I purchased a product called the doctor's nightguard, advanced comfort dental protector for nighttime teeth grinding. The directions said to fill a coffee cup half full with tap water and microwave for 3 minutes, then place your nightguard, groove side down, into the water for 2 minutes. I don't have a coffee maker, or coffee cups, so I used a thick glass drinking glass the size and shape of a coffee cup, but with no handle (thinking there are glass coffee cups so it should be fine, and the directions did not specify that it had to be ceramic). After 3 minutes, I took the cup out, holding it by the top, in my left hand, so as not to grip the part with the hot water. As I moved it over to place it on the counter, I slid the nightguard into the water. The water exploded, boiling up several inches of steam and super heated water onto the underside of my hand, up into my face and splashing all over my body. I screamed in pain and terror and threw the cup down on the counter. Thankfully it didn't break. The pain in my hand was excruciating for at least 6 hours. The entire palm was bright red and blistered in a scorched like manner up and between three of my fingers. I had to soak my hand non-stop in cold water, which I fed ice cubes into as they melted, to control the pain. It felt like I was holding my hand over white-hot flaming coals, with no relief except to keep it in the ice water. I called my doctor who had me take some demerol. I had left over from ankle surgery (I am allergic to all other pain killers). I had to take 100 mg of demerol and 1 mg of ativan to dull the pain enough to sleep with the bowl of ice water on my chest and hand inside. The blisters are healing, but this is three days later, and it is raw and painful still. I recreated the incident last night and videotaped it (placing the appliance in the water from a safe distance with barbeque tongs). It happened exactly the same way. I then tried it with a coffee cup I found, and it only produced a small amount of steam and some boiling. The product needs to have a strong safety warning about using anything other than a standard coffee cup, and should probably do away with that option altogether, referring people to the standard stovetop boiling option instead, which is listed as a second choice. The doctor's nightguard advanced comfort dental protector for nighttime teeth grinding (bruxism). Retailer: (B)(6). Purchase date: (B)(6) 2013. (B)(4).